Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported, during a procedure for peripheral arterial occlusive disease of the right leg, when the flexor raabe guiding sheath was in place, the physician inserted a ptax4 balloon. The physician found the valve was leaking all the way, the physician changed to another one, then completed procedure. No additional details have been received.

Manufacturer narrative:
Investigation - the device history record was reviewed and no nonconformances were noted. A kcfw-5.0-38-55-rb-raabe sheath and dilator were returned for investigation. A kink was observed in the sheath tubing 10.5 cm from the connector cap. During visual inspection of the silicone disc, no signs of tearing were found. A leak test was performed by occluding the sheath tubing with hemostats, and injecting water through the connecting tube assembly using a syringe. No leakage was detected. After the first leak test, the returned dilator was fully inserted into the sheath and then removed. A second leak test was then performed. No leakage was detected. The ptax4 balloon is stated to be compatible with a 4.0 french sheath. The complaint device was 5.0 french; therefore, there should not have been an issue with sizing compatibility. While bench-top testing failed to duplicate the failure, this complaint will be confirmed based on customer testimony. A definitive root cause for this occurrence cannot be determined. Appropriate personnel have been notified and we will continue to monitor for similar events.